Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) and was treated with insulin via intravenous (IV) drip. The blood glucose level was 400 mg/dl at the time of event and was caused by occlusion alarm. The patient also had the symptoms of feeling sick/unwell, sweating and was stressed out. Patient was also found positive for ketones and ketones value were 5. The length of hospitalization was greater than 24 hours. No further information available.